Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. Visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, likely due to the body fluid inside the helix mechanism. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have resulted in the high, out-of-range pacing impedance measurements observed during the procedure.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was repositioned several times before an acceptable position was obtained. The lead was tested and the pacing impedance measurements were greater than 3,000 ohms. All other measurements were normal. As the high impedance could not be resolved, a new lead was implanted successfully. No adverse patient effects were reported.